Event description:
It was reported the patient experienced stimulation in the wrong location. The patient was directed to contact the physician for reprogramming and device evaluation. Troubleshooting was performed on the patient programmer. The patient programmer worked well. Additional information has been requested from the hcp, but was not available as of the date of this report.